Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the device's downloaded error log.

Manufacturer narrative:
The investigation for this issue is still in-process. A follow-up report will be submitted when the manufacturer's investigation is complete.